Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified coronary artery. A 2.50mm x 8mm emerge balloon catheter was selected to dilate the lesion. During the procedure the shaft broke. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box and pouch. The batch number on the packaging and the device matched the reported batch. The device was returned in two (2) pieces. The hypotube was broken 81cm from the strain relief and kinked 61cm from the distal tip. The fracture faces were oval as if kinked prior to separation. The catheter was visually and tactilely inspected; the inner shaft was flattened 14.75 cm (0.75cm length) but there was no other damage or irregularities. The balloon was tightly wrapped and there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).